Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms in this literature review, "combined medial malleoplasty and taylor spatial frame after a supramalleolar osteotomy in the treatment of ankle deformity in skeletally immature patients: a prospective study of a novel technique and the short-term results¿ by meselhy et al in 2020. The taylor spatial frame was applied to 13 patients. 9 of these patients presented pin track infection that was treated with oral antibiotics for 10 days while the infection flared up. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
In the literature article named *combined medial malleoplasty and taylor spatial frame after a supramalleolar osteotomy in the treatment of ankle deformity in skeletally immature patients: a prospective study of a novel technique and the short-term results" it was reported that the taylor spatial frame (smith & nephew) was applied to 13 patients. 9 of these patients presented pin track infection that was treated with oral antibiotics for 10 days while the infection flared up.

Manufacturer narrative:
Please refer to attachments.